Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') and device breakage ('some remains were observed in utero') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2018, the patient experienced allergy to metals ("allergic sensitization to nickel sulfate"). In 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abundant menstrual period"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("complication of device removal"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy and a hysteroscopy). Essure was removed. At the time of the report, the pelvic pain, device breakage, allergy to metals, menorrhagia and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter considered allergy to metals, menorrhagia and pelvic pain to be related to essure. The reporter commented: some remains were observed in utero and a hysterectomy is being considered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.